Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from 26oct2023 through 30oct2023. A driveline power fault alarm, associated with power b broken faults, became active on 30oct2023. The alarm persisted throughout the remainder of the file and was periodically silenced. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no further information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-008306, and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, addresses all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mlp-008306 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the single faults were power b broken faults.

Event description:
It was reported that the patient had driveline power fault alarms. The pump itself was unaffected by the single faults and appears to be operating within normal parameters. The center elected to exchange the patient's modular cable and controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.